Event description:
The customer reported that the housing of her pump in style transformer had fallen apart exposing the underlying electronics, when she pulled the transformer out of the wall outlet.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that the housing of her pump in style transformer had broken it in half when puling the transformer out of the wall exposing underlying electronics. She did not report any fire, spark or flame, nor did she report of any injuries. She did indicate that she would send the original product to medela, but as of the date of this report, the product has not been received by medela. Should the product be received and evaluated resulting in any new info, a f/u report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.